Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following permanent implant the patient reported not receiving as much relief of pain as he was initially. It was noted that this was due to lead migration. It was noted that on (B)(6) 2013 the patient had a revision of the affected lead. It was noted that the patient was seen 4 days later to have the new lead programmed. It was noted that the patient reported good pain relief from the new lead. Additional information was requested but was not available as of the date of this report.